Event description:
The hosp reported that it was noticed that the scope was cloudy. No info was available if the device was involved in a procedure, and any other info related to the incident. No pt effect has been reported by the hosp.

Manufacturer narrative:
After reporting the incident, the hospital retained the product because it was out of warranty. Since the product was not returned to cardiac surgery for evaluation, it will be difficult to confirm the reported problem. A lhr review cannot be completed for the product, because it is OEM product.